Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported bilateral haze (decrease in vision) and patient was now under cortisone therapy (medical intervention) in the left eye. There are multiple related reports for this reported event. This report addresses patient initials vc, left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. System verified on 28th oct, 2021 as per sir (service installation record). Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The logfile shows four successfully performed treatments on this day. The treatment for left eye of this patient could be identified in the logfile. The user performed energy checks before each patient. Treatment was performed with two interruptions and the eye tracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Clinical application specialist confirmed the decrease in visus that the patient reported is due to the haze, a consequence of the prk treatment. Haze is a possible side effect of prk treatment especially in high value correction treatments. The root cause cannot be identified conclusively. With current information, no product malfunction can be associated with the reported event. The manufacturer internal reference number is: (B)(4).